Manufacturer narrative:
D4. Medical device expiration date:unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date:unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield failed to activated. The following information was provided by the initial reporter: customer is reporting safety shield failed to activated.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Medical device expiration date: 31-jul-2028. Device manufacture date: 10-aug-2023. Medical device lot#:3222298. Imdrf annex a grid (1): a0509 - physical resistance / sticking (2578/1597) describe event it was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off causing a dirty needle stick to the health care worker. The facility's established blood exposure protocol was followed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield failed to activate causing dirty needle stick. The following information was provided by the initial reporter: customer is reporting safety shield failed to activated.

Manufacturer narrative:
H.6. Investigation summary: material #: 368607. Lot/batch #: 3222298. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield failed to activate causing dirty needle stick. The following information was provided by the initial reporter: customer is reporting safety shield failed to activated.